Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez2381 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reez2381) have been reported from the same facility.

Event description:
It was reported the patient had a PICC inserted and immediately upon the PICC insertion the patient had an allergic reaction and broke out in hives/rash. No other information provided.